Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: biomet microfixation unknown trocar, catalog #: ni, lot #: ni. Biomet microfixation unknown screw, catalog #: ni, lot #: ni. Therapy date: (B)(6) "208". Unique identifier (UDI) number: (B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the twist drill that was used with a trocar handle broke during drilling a second screw hole into a maxillary sinus. The surgeon removed the fragment with bone forceps/duel and drove the screw after drilling by alternative drill. The drilling of the first hole went well. The surgeon advised the sales representative that he may have applied excessive force when placing the drill on the bone. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The drill was visually evaluated and found to be in good overall cosmetic condition. The drill has a transverse fracture through the flutes near the neck. The instructions for use (IFU) for this product states in the section titled 'warnings': do not use excessive force on any drill, bur, or blade. Excessive force may result in unusual stress conditions and result in breakage or fracture of the device. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force, as fractures at this point of the drill are typical of excessive force fractures. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: date of this report. Date received by manufacturer. Type of report. Follow up type. Device evaluated by manufacturer. Method code. Results code. Conclusions code. Additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.